Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator has power supply shutdown and the ventilation stopped. It was unknown whether the device generated an alarm or not then the nurse noticed by an alarm indicating a decline of the saturation from the monitor. Later she turned on the device then the system error was displayed. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Device evaluation summary: one pump/manifold assembly was received by failure investigations for analysis. The reported issue was not confirmed; however, an alternate fault was found; the pump generated a grinding noise. The fault was caused by wear on the pistons. If information is provided in the future, a supplemental report will be issued.